Event description:
It was reported that about three weeks prior to the report the patient's device shocked her so she turned it off. The patient stated she had an appointment scheduled with her health care provider (hcp), but was not sure of the exact date, only that it was a few weeks after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3093-28, lot# j0454309v, implanted: (B)(6) 2005. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).